Event description:
It was reported that during a tka procedure, device broke during insertion of articular insert. Delay from (0-30) minutes reported. Backup device available. No injury or impact to patient reported.

Manufacturer narrative:
The associated complaint device was not returned. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.